Event description:
It was reported that the customer had high blood glucose levels of 435 mg/dl. The customer treated with manual insulin injections. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the sensor glucose reading was sometimes off by about 100 points. Troubleshooting was done. The customer also reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.